Event description:
Pt underwent gastric bypass procedure in 2003 with implantation of peri-strips dry. Pt underwent follow-up procedure in 2003 to repair non-healing fistula at the gastro-jejunum junction (not the surgical site for the device). After repair of the fistula, surgeon could not locate peri-strips at the previous implant site, along the gastric staple line. Surgeon reported occurrence as an observation of device migration. Pt without adverse reaction, no medical intervention was necessary in respect to the migration. Pt status unk.